Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade procedure, high capture threshold and high, out of range impedance were observed. The lead was capped and replaced on (B)(6) 2018. The patient's condition after the procedure was stable.